Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device experienced communication issues with the programmer. The device will be scrapped and saved for failure analysis.

Event description:
It was reported that the analyzer experienced a communication error. The analyzer has been returned for repair. There was no patient involvement.